Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump underinfused medication to the patient. The expected therapy time was 24 hours; however, it was observed that only approximately 65% of the medication dose had been delivered in the expected time. The reporter further stated that upon examination there was a kink to the midline. The device had been filled with piperacillin / tazobactam. There was no patient injury or medical intervention associated with this event. No additional information is available.